Event description:
It was reported that during a procedure the screw penetrated the screw hole. The head section of the trilogy screw was deformed. Another screw was used to completed the procedure. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00625006525 item name bone screw self tapping 6.5 mm dia. 25 mm length lot # j7358568. G2: foreign: japan. Multiple MDR reports were filed for this event, please see associated reports 0001822565 - 2023 - 03388. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The cup was not returned. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.